Manufacturer narrative:
The insulin pump received compromised force sensor system alarms during the displacement test and motor error alarms were during the occlusion test due to motor excessive axial play. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she just replaced her battery and got a motor error alarm. Customer stated that she is driving and she will pull over to troubleshoot. Customer stated that she was changing her infusion set and reservoir when she received a compromised force sensor system alarm. The customer changed her set and reservoir again and made 3 more attempts. Customer received 3 additional compromised force sensor system alarms followed by a motor error alarm. Customer stated that the alarm took place during the priming process. Customer's blood glucose is 322 mg/dl. Customer treated with a syringe. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.